Event description:
The doctor tried to activate the thumb wheel but was met with tension. He pulled the thumbwheel back harder and forced the stent out, but part of the stent would not deploy. The doctor pulled the delivery system out and half the stent remained in the body, the other half was still in the delivery sheath. The doctor placed a covered stent over the fractured stent still in the body. I have the other half of the stent that was in the delivery sheath and can return the piece.